Event description:
It was reported that after the pocket was closed, the lead exhibited greater than 2000 ohms impedance, loss of capture and loss of sensing in the bipolar configuration. The pocket was reopened, and the lead was successfully reinserted into the pulse generator connector.

Manufacturer narrative:
Na